Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that reservoir compartment and display screen was cracked. Customer states that damage occurred due to insulin pump getting caught on a ladder. Customer's blood glucose was 172 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Pump received with missing segments due to cracked and bleeding lcd glass. Unable to perform the displacement, prime/no delivery, and excessive no delivery test due to missing segments. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.